Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates the polyaxial head (part # 04.632.001 lot #7797744) was returned with one flange of the collet broken. It is unlikely the design of the screw /collet interface contributed to the complaint condition. Excessive assembly force may have caused the complaint condition. The polyaxial heads and cannulated screws are used in the matrix mis spine system which uses the screws attached to screw-mounted tissue retractors to allow for screw and rod introduction with minimal tissue disruption. Polyaxial head drawings, and cannulated screw drawings were reviewed during the investigation. The bone screw/collet interface is designed with an interference fit in order to prevent a failure mode of sudden loosening when the screw is over tightened to the bone, a condition discovered prior to commercialization of the system. The collet is manufactured from standard implant grade material and is adequate for its use. After implantation of the matrix cannulated screw, a reamer is placed over the screw to remove all interfering bone and to ensure enough space exists to allow free mobility of the polyaxial head. If all of the bone was not removed in this process, it may have caught on the flange of the collet and caused it to break during insertion. Excessive assembly force or misuse of placement instruments may have also resulted in the collet breaking. The technique of the user is unknown however and so an exact root cause cannot be determined. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Not removing all of the interfering bone or using excessive assembly force may have caused the breakage of the collet. The conditions and technique used are unknown and so the root cause is indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon successfully implanted six matrix pedicle screws. The surgeon successfully inserted five of the six matrix top loading polyaxial heads onto the screws. However, the 6th one had trouble attaching to the screw. The surgeon followed proper technique, reaming around the pedicle screw before attempting to place the head on. While trying to insert the head, he noticed something broke off. A small fragment was retrieved and it was confirmed that the piece came from the polyaxial head. The surgeon successfully used a new head and was able to attach the screw on the first attempt. Surgery continued without any further issues. No fragments were seen in the patient. No reported patient harm. A surgical delay of less than one minute was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Additional product codes for this report include: mnh, mni, kwq, and kwp. Device broke intraoperatively and was not implanted/explanted. Complainant part was received for review/investigation by manufacturer on december 29, 2014. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacture date: september 13, 2014. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.